Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that the wall plug was ripped off and damaged the power cord. It was reported there was no patient involvement at the time the issue was discovered. The fse replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.